Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for physical evaluation. The image orientation problem was resolved on site at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported, the image rotated 90 degrees on the evis exera iii video system center. The procedure was completed using the same device. There were no reports of patient harm associated with this event.